Manufacturer narrative:
Concomitant medical products: 6935m62 lead; 439888 lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of hearing an alert tone from the cardiac resynchronization therapy defibrillator (crt-d) due to interference after sending a transmission. The patient noted that when sending in the transmission, the healthcare professional noted ¿some kind of interference,¿ but it could also be a loose setscrew. The device remains in use. No patient complications have been reported as a result of this event.